Event description:
Consumer indicated she was using a tampon and upon removal, the tampon fell apart. She had a doctor remove the remaining pieces.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.